Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a review of the pump¿s black box showed no evidence of cs 006 alarms. During testing, the pump was powered on and the ez-prime steps were performed successfully with no call service alarms or warnings occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a call service alarm (cs (B)(4)). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).